Event description:
A sphinctertome was used for a therapeutic ercp. During the procedure, the cut wire broke and pierced the cap. When the technician removed the cap, technician pricked technician's finger on the broken wire. Technicial later received a tetanus short as well as an injection for antibiotics.